Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. An investigation was performed on retention and returned devices for the reported lot number. Retention devices were tested with clinical negative urine samples and results were read at 3 and 4 minutes. All test devices produced expected negative results at the read time. Returned devices were tested with the returned patient urine sample. Results were read at 3 minutes and all devices tested produced positive results. The patient urine sample was sent out for quantitative analysis and the mean concentration of hcg found in the sample was 8.4 miu/ml. This is below the cut-off of this device of 25 miu/ml. However, urinalysis performed on the sample found trace amounts of hemolyzed blood, proteins and a large amount of leukocytes. Interference caused by these biological contaminants cannot be ruled out as the root cause of the reported issue. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending investigation conclusion.

Event description:
(B)(6) 2019: confirmed false positive result 2x on the cardinal health hcg cassette. Confirmatory serum quant on the roche cobas 602 provided a result of <1 miu/ml. The same urine specimen collected was then tested on the roche cobas 602 the result was also <1 miu/ml.. The false positive result delayed the non-emergent scheduled endoscopy for 45 minutes, however, customer states there was no harm to patient due to the 45-minute delay. No adverse outcomes reported. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi). Informed customer per the pi: urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including breast cancer, and lung cancer, cause elevated levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.